Event description:
The manufacturer received information alleging a ventilator was not working correctly. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues. The device's flow sensor assembly was broken and was replaced. The device had physical damage consistent with being dropped.